Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008k2 hemodialysis system and the serious adverse event(s) of a code blue. It should be noted that limited follow-up clinical information precluded a more comprehensive investigation. However, based on the initial reporting of the serious adverse events, there was no report of a fresenius device malfunction or deficiency. Per the biomedical technician, post-event testing was ordered and completed per the company¿s protocol. Additionally, the 2008k2 hemodialysis system passed all post-event functional and ultrafiltration testing. Given the high comorbidity burden in patients on hd and the complexity of the dialysis treatment, it is remarkable how few major complications occur. Most hd emergencies can be attributed to human error, and a smaller number are due to rare idiosyncratic reactions. Based on the information available, the 2008k2 hemodialysis system can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device and/or product caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
A user facility biomedical technician reported that a hemodialysis (hd) patient experienced a ¿code blue¿ (specifics not provided) after completing hd therapy on a 2008k2 hd machine. The patient reportedly completed treatment, and upon standing/ambulating the patient became dizzy. The patient was ¿sat down¿ and shortly thereafter the code blue occurred. The biomedical technician stated there were no device issues or anything unusual noted during treatment. The 2008k2 hd machine was sequestered following the serious adverse event(s), and a fresenius field service technician (fst) was dispatched to perform post-event functional compliance testing (per company protocol). The device passed all functional compliance and ultrafiltration testing (e.g., self-tests, conductivity, temperature, ph, ultrafiltration pump, fluid removal), however it is currently unknown if the machine was returned to service. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.